Event description:
On (B)(6) 2024, a patient (pt) reported a ¿scratched¿ left eye (os) in 2014 (exact date not provided) while wearing the acuvue® oasys® brand contact lens (cl). The os turned pink and was worse the following day. The pt visited an eye care provider (ecp) who advised the ¿eye was scratched and had a deep hole down to the iris the colored part of the eye.¿ the pt believes something got in the eye and the pt continued to wear the lenses which is how the eye was scratched. The pt had ecp visits every other day and was prescribed an unknown antibiotic treatment (duration not provided). The pt advised there is an os scar due to this event. On 06aug2024, a representative at the pt¿s treating ecp office provided additional information. The representative advised the office ¿system¿ was changed and exam notes from ¿back then¿ are no longer available. The pt was seen on (B)(6) 2017 with os itchy, sharp pain with swelling. Findings: initial corneal abrasion os, corneal ulcer os. Treatment: ofloxacin os every 3-4 hours; bcva: os: 20/25-; discussion: prescription given for glasses, no cl wear until eye heals. No information on size or location of the os corneal ulcer was available. The pt had several visits between initial visit and pt¿s last visit on (B)(6) 2017. Last exam: on (B)(6) 2017: contact lens evaluation good; va good; good fit with current contact lenses. There is no notation of a scar, although the information ¿may have been lost in translation to the new system.¿ there are no medical records and no actual medical notes/exams to provide. No additional medical information is available. The os corneal ulcer event/scar will be submitted as a worst-case as we were unable to verify location and size of the corneal ulcer and scar. The date of event is being reported as 01feb2017 as the exact event date is unknown. The lot number is unknown. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.